Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a bariatric procedure, the surgeon begins to use the device and after about 4 bites the needle falls out of the device in the patient . In total 5 loading units in one case had the exact same issue, until the surgeon was successfully complete the case with another loading unit for the device. He said the device does not toggle well these days and he really believes the issue is with the handle. There was no unanticipated blood loss reported. The case was delayed 35 minutes. The status of the patient has not been provided. No further details have been made available in regard to the issue.